Event description:
Broken access port. Pt came in for an adjustment. Under fluoroscopy it was discovered that the tubing was disconnected from the access port and was dangling. The access port was explanted. The pt was sedated under general anesthesia. The surgery was performed laparscopically to locate the tubing so it could be connected to a new port. F/u findings: tubing leak at or near the connector.